Event description:
(B)(6) complaint handling unit reported a broken plate. The patient was injured in a motorcycle accident in (B)(6) 2008 and diagnosed with a closed fracture of the left femur type 32- b1. The patient was treated with a plaster cast, blood-clot preventer, and antibiotics until the date of surgery on (B)(6) 2008. Osteosynthesis was achieved using a locked ao decompression plate with favorable post-surgical results. The patient underwent bi-weekly checkups at the outpatient clinic. Delayed union of fracture line was noted as the patient failed to fully comply with health maintenance practices. Partial loading of fractured bone was reported. In (B)(6) 2009, the patient made an appointment for emergency treatment as he experienced pain on stepping. Subsequent deformity of the left thigh was noted. A fractured osteosynthesis plate was radiographically identified. On (B)(6) 2009, the plate was removed, then intramedullary nailing and bone graft were inserted. There were no signs of a fracture union observed.

Manufacturer narrative:
Device was used for treatment. This individual adverse event report is being made in accordance with the synthes MDR exemption request dated october 2011. A review of the events associated with the request was performed and it was determined that none of the events constitutes systemic issues related to product quality, changes in product design, method of use, or changes in expected risk thresholds. Review of the data also indicated no significant change in risk/benefit of each product category, no evidence of deficiencies in the design, labeling, or manufacture of the device. As no lot number was provided, no device history record review can be performed. The device is not being returned for evaluation, no further information is available on this event. No further investigation can be performed.